Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The loading button was disengaged. Deformation was noted on the button and the pin. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may be due to rough handling of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred at the end of an esophagectomy. When the needle was being removed from the device, it broke. A piece of the needle was stuck in the right side of the jaw of the device. The procedure was completed; it was not necessary to do anything to resolve the product problem. No patient injury or extension in surgical time. Patient status is alive, no injury.